Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The pump was tested with the diagnostic system and all alarm functions were tested. No malfunction of the pump could be detected. Further testing showed that the vibration and the acoustic mode worked correctly when e8 and w2 were displayed.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the patient programmed a temporary basal rate of 50% on (B)(6) 2014 around 4:45 p.m. His blood glucose elevated to 400 mg/dl around 8:30 p.m., and he canceled the temporary basal rate. The infusion device displayed e8 power interrupt followed by w2 battery low, but neither was accompanied by an acoustic or vibra alarm. He changed the battery and delivered insulin via the infusion device as treatment. The infusion device was requested for evaluation.